Event description:
It was reported that a malfunction alarm occurred with a specified malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support again if the issue reappeared.